Event description:
A diabetic patient had a neurological intervention using a 5f introducer. The physician cut the patient's skin prior to inserting an angio-seal device. To complete the procedure, a 6f angio-seal vip was selected for use and was deployed in the common femoral artery (cfa). The patient developed an infection, resulting in an extended hospital stay and the surgical removal of the angio-seal device. The patient was prescribed antibiotics to resolve the infection. The physician did not allege this infection was related to the angio-seal device.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instruction for use (IFU) states that the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile.